Manufacturer narrative:
Product analysis: the printer issue was confirmed, and attributed to a stuck micro switch. The stylus was found to be non-functional. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken printer. The programmer was returned for service. There was no patient involvement. The programmer tested out-of-specification, during analysis.